Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stroke was ischemic, and as a result, the patient developed hemiplegia. Additionally, it was reported that the ischemia did not resolve. No additional adverse patient effects were reported.

Event description:
Medtronic received information that an unspecified amount of time following the implant of this transcatheter bioprosthetic valve, the patient developed paralysis on the right side of the body. Due to the paralysis, the patient fell and hit/damaged the right side of the head. The patient was diagnosed with a stroke in the peripheral region of the left brain. It was reportedly the physician's "opinion" that the self expansion of the valve after the procedure "may" have caused the stroke by releasing the calcification of in the aortic valve. No specific treatment was reported. No additional adverse patient effects were reported. Additional information was received that the stroke was confirmed via magnetic resonance imaging and the stroke symptoms were observed within 12 hours after the valve implant procedure. The patient had permanent impairment as a result of the stroke. Per the physician, the valve and the delivery catheter system were related to the stroke highly due to the plaque and limestone were scattered during the valve placement or delivery. It was noted that no patient related factors contributed to the stroke. There was no treatment performed due to the embolization site was peripheral to the cerebral artery, so treatment was not possible. However, the patient received treatment for the external injury site. The patient was not re-hospitalized. No adverse patient effects were reported. Additional information was received that the stroke was ischemic, and as a result, the patient developed hemiplegia. Additionally, it was reported that the ischemia did not resolve. No additional adverse patient effects were reported. Additional information was received that approximately five months following valve implant, the patient was transferred to another hospital and treatment was performed; however, the patient died approximately one and a half months later. The cause of death was reported as right frontal lobe cerebral hemorrhage, subarachnoid hemorrhage, and left middle cerebral artery embolization. Per the physician, there was no relation to the valve nor the implant procedure.

Manufacturer narrative:
Updated data: b2. B5. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: d-evolutfx-2329, lot #: 0011636517, ubd: (B)(6) 2025, UDI#: (B)(4) product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Updated data: b5. D6a. D10. G2. H6. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stroke was confirmed via magnetic resonance imaging and the stroke symptoms were observed within 12 hours after the valve implant procedure. The patient had permanent impairment as a result of the stroke. Per the physician, the valve and the delivery catheter system were related to the stroke highly due to the plaque and limestone were scattered during the valve placement or delivery. It was noted that no patient related factors contributed to the stroke. There was no treatment performed due to the embolization site was peripheral to the cerebral artery, so treatment was not possible. However, the patient received treatment for the external injury site. The patient was not re-hospitalized. No adverse patient effects were reported.

Event description:
Medtronic received information that an unspecified amount of time following the implant of this transcatheter bioprosthetic valve, the patient developed paralysis on the right side of the body. Due to the paralysis, the patient fell and hit/damaged the right side of the head. The patient was diagnosed with a stroke in the peripheral region of the left brain. It was reportedly the physician's "opinion" that the self expansion of the valve after the procedure "may" have caused the stroke by releasing the calcification of in the aortic valve. No specific treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
G2: the country of the event is jp select patient information cannot be included in regulatory report due to regional privacy regulations.  Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.